Event description:
During follow-up, there was decreased longevity noted on the device due to the merlin programmer overestimating the battery longevity. The device was explanted to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was decreased longevity noted on the device due to the merlin programmer overestimating the battery longevity. The device explant is anticipated and the patient was in stable condition.

Manufacturer narrative:
The reported event of a diagnostic anomaly was not confirmed. The field reported that the device¿s estimated longevity projection dropped by almost three years in six months. The device was tested on the bench and found to be normal and within the estimated longevity. The device¿s battery voltage function was tested and found to be normal. The cause of the discrepancy in the programmer¿s estimation of remaining longevity, near elective replacement indicator (eri), was not determined.